Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 7 months after the dental implant was installed in pt's mouth, it was verified its non osseointegration. Pt had low bone type ii. The pt presented infection.